Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump showed error that the main arm cannot communicate with the motor arm. The troubleshooting was performed. The customer was able to clear the alarm but could not rewind the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.